Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.